Event description:
The service technician reported that the device continued to run after activation while it was being serviced at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.